Event description:
It was reported to covidien on 12/09/2008 that a customer had an issue with a hypodermic needle. The customer reported when drawing blood, the patient moved, and the health care professional was stuck on the left index finger.

Manufacturer narrative:
Submit date: 01/06/2009. An investigation is currently underway, upon completion the results will be forwarded.